Event description:
Patient was seen by company representative in may 2000 for report of intermittent link. At that time, exchange of external equipment was made and reported problem was resolved. In february 2002, the patient was seen at the implant center for device lock problem. The decision was made to schedule revision surgery. Patient will be reimplanted with another clarion device.